Event description:
It was reported that a patient received a novasure ablation on (B)(6), 2023, at 8am. Ablation started but stopped at 10 seconds. The physician observed pooling of blood into the width dial. The physician chose to open a 2nd device and continue. Patient was reported as having a severely retroverted uterus. The second ablation was completed at 63 seconds and the physician reported a "good ablation". The patient¿s pain was low post op, but on the night at around 7pm the patient reported that the pain had become stronger and escalated from 0 to 10. The patient had a history of constipation for which she received treatment, but the next day patient started with nausea and vomiting, no fever, and no elevated white cell count. A CT scan was performed which revealed fluid collection at the fundus with possible perforation and possible injury to the small bowel. A general surgeon was called in to perform an exploratory surgery on (B)(6), 2023, which confirmed a uterine perforation with no active bleeding, a small bowel perforation the size of a nickle which required resection. The patient is currently recovering with a nasogastric tube. In a conversation with the physician it was confirmed that an exploratory laparotomy was performed and an ileum injury was noted the size of a nickel. Small bowel resected and anastomosis performed. Patient tolerated procedure well and is progressing post operative day 9. Physician reported a lesion on the uterus at the serosa with pale center and a concentric red ring around the area. No other information available.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.